Manufacturer narrative:
B1 adverse event and/or product problem- additional. B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. Niit was reported that an alert/notification settings issue occurred. The wearable was inserted into the (B)(6) 2026. On 04/27/2026, it was reported that the patient was preparing for work around 8:00 am, when she lost consciousness. She reported no warning symptoms prior to the event and did not hear any alarms or alerts from the cgm. She stated that she relies on her cgm for safety and expected it to alert her to falling glucose levels; however, the device was not providing readings at that time. Concern arose when the patient did not arrive at work as expected. Her family contacted 911, and emergency medical services (ems) arrived at approximately 11:00¿11:30 am. Ems personnel noted that the patient was wearing a dexcom sensor, but no cgm reading was available and her phone was not displaying data. A fingerstick blood glucose reading of 27 mg/dl was obtained by ems. The patient was treated with glucagon via shots and IV fluids from ems. She was unconscious for several hours and gradually regained consciousness during ems care. Ems remained on scene for approximately 45 minutes to one hour to stabilize her blood glucose. The patient declined transport to the emergency department once her glucose levels stabilized. At the time of the report the patient was fine. No other details were documented. Data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional event or patient information is available.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was preparing for work around 8:00 am, when she lost consciousness. She reported no warning symptoms prior to the event and did not hear any alarms or alerts from the cgm. She stated that she relies on her cgm for safety and expected it to alert her to falling glucose levels; however, the device was not providing readings at that time. Concern arose when the patient did not arrive at work as expected. Her family contacted 911, and emergency medical services (ems) arrived at approximately 11:00¿11:30 am. Ems personnel noted that the patient was wearing a dexcom sensor, but no cgm reading was available and her phone was not displaying data. A fingerstick blood glucose reading of 27 mg/dl was obtained by ems. The patient was treated with glucagon via shots and IV fluids from ems. She was unconscious for several hours and gradually regained consciousness during ems care. Ems remained on scene for approximately 45 minutes to one hour to stabilize her blood glucose. The patient declined transport to the emergency department once her glucose levels stabilized. At the time of the report the patient was fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.